Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Patient was last seen on (B)(6) 2017 and was in a debilitating condition. The patient was not feeling well and was bed ridden therefore missed a device check follow up in (B)(6) of 2017. Patient¿s relative informed that the patient would be on hospice care going forward. No further information is available at this time.